Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels in the 50s mg/dl due to needing basal rate settings adjustments. Bg was addressed by consuming glucose tablets and jelly beans. Tandem technical support advised customer to consult with their healthcare provider regarding settings adjustment.